Event description:
Device malfunction: posterior cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: hematoma. It was reported that a physician using the proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, a posterior miss cuff occurred. A small hematoma developed following the procedure. The hematoma resolved and hemostasis was achieved with manual compression. The patient was reported as being obese. There were no other adverse patient effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.